Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abraded at 10.2 cm to 11.2 cm from end of connector pin. Abrasions are indicative of exposure to constant friction with another implantable device.

Event description:
It was reported that during a routine device changeout, an insulation abrasion was noted on the lead. The lead was explanted and replaced.